Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 involving the cubies in the first row (row a) had issues. Upon inspection, liquid was found beneath the cubies, which had made contact with the board under the row. The area was cleaned, but the row remains nonfunctional and may require replacement. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer issue. A field service engineer (fse) inspected the main full height legacy drawer six, row eight, and found that the qbs were not detected on the bus. All leds were present on the roll board. Upon manually removing the qbs, liquid was discovered under row a. The row board a was replaced, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.